Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure noise and arrhythmia detection was noticed on the right ventricular (rv) channel through the implantable cardioverter defibrillator (ICD). The physician manipulated the pocket/ICD and recreated some noise. The right ventricular (rv) lead was then disconnected, tested through analyzer and there were no rv lead issues. The physician then reconnected to the device again and saw similar noise on rv channel. The physician felt there was possibly air in header or a set screw issue. The ICD was not used and a new ICD was implanted instead. The rv lead remained implanted. No patient complications have been reported as a result of this event.